Manufacturer narrative:
Additional information received that the reason for revision was also a rupture of the reservoir. The ams 800 pressure regulating balloon was visually inspected. There was a longitudinal tear in the balloon shell that was 20 mm in length. The tear was consistent with material fatigue. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure through product investigation.

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter(aus) device due to a defective balloon and recurring incontinence. No further information was provided.

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter(aus) device due to a defective balloon and recurring incontinence. No further information was provided.